Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2016 with the following findings: call service alarm 078-0008 was observed in the black box and the alarm history. The pump powered on properly with no alarms. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Unrelated to the original complaint, the pump was opened up and evidence of corrosion was noted on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.